Event description:
A nurse reported that low aspiration was noted during the final stages of a procedure. The surgery was completed. The surgeon reported the pt experienced corneal edema, therefore the remaining cases for the day were cancelled. Add'l info was received indicating that the system was still in use and that only one of the surgeons has difficulties while performing surgery. No add'l info will be provided as the customer has indicated they cannot confirm that the corneal edema was caused by the equipment.

Manufacturer narrative:
The company rep examined the system and tested the ultrasound handpiece; no parts were replaced. The system was then tested and met product specs. There are no samples returning for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause unk. (B)(4).